Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the surgeon confronted problems using the device. The staples cross out. Another like device was used to complete the procedure. There were no adverse consequences for the patient.